Manufacturer narrative:
H3 other text : device nor returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative red screen occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative red screen occurred. There was no harm or injury reported. The ventilator was returned to the product investigation laboratory for evaluation and the customer¿s complaint was confirmed. The device's system board, flow sensor and solenoid were replaced to address the issue. Additionally, pil was unable to confirm a failure of the proportional valve.